Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod and experienced thirst. Patient received a message to change the pod. The patient called their nurse because they wanted to go to the hospital to have the pod removed. The pod was removed at the hospital and an insulin injection of 8 units was administered for treatment. Patient was released home after 15 minutes.